Event description:
Seven devices (cev605g) were returned for repair and sharpeneing to mxi service and repair.

Manufacturer narrative:
(B)(6). Device 1 of 7, cev605g, lot 120201, qty1: eval of this instrument indicated that the blades were blunt and the black plastic skirt was damaged. Devices 2-7 of 7, cev605g, lot 120202, qty6: manufacturing date 02/2012, eval of these instruments indicated that the blades were blunt, which was most likely due to use of the instrument. Note: this MDR is being filed as a result of an internal review of complaint from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's ref #: na. (B)(4).